Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a atrioventricular reentrant tachycardia/ wolff-parkinson-white procedure with a navistar electrophysiology catheter and a resistance with the sheath occurred as well as foreign material observed. There was fuzzy material on the tip of the catheter and the catheter got stuck on the 8f sheath. The catheter was replaced and the case resumed. The procedure was completed with no patient consequence. The foreign material is a potential risk to the patient and is therefore indicative of a reportable event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a atrioventricular reentrant tachycardia/ wolff-parkinson-white procedure with a navistar¿ electrophysiology catheter and a resistance with the sheath occurred as well as foreign material observed. Upon receipt, the catheter was visually inspected and it was found in normal conditions. There was no foreign material observed at the catheter tip. It might have gotten lost while sending the catheter back to bwi. The catheter outer diameters were measured and it was found within specifications. The catheter was introduced in an instructions for use recommended sheath and no resistance was noticed during this procedure. The catheter tip was inspected and no sharp edges were noticed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the picture received, the customer complaint regarding a material on catheter tip has been verified. However catheter was found in good condition; the origin of the foreign material cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/22/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).